Manufacturer narrative:
Batch review performed on 16 february 2016: lot 148380: (B)(4) items manufactured and released on 25 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review on the associated tibial baseplate (implanted) performed on 19 february 2016: code 02.07.1204l , lot 136145 (k090988): (B)(4) items manufactured and released on 11 march 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During a sphere knee surgery the surgeon could not get the insert to engage with the tibial baseplate. The surgeon requested a new insert. The new insert engaged immediately and the surgery was completed successfully. The implant will be returned for analysis.

Manufacturer narrative:
On 15 june 2016 the (B)(4) project manager performed a visual inspection of the retrieved insert and commented as follows: the posterior "clipping" features of the insert have been plastically deformed and damaged in both the medial and the lateral side. They present a sort of incision with the negative shape of the clipping "teeth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related.